Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was not powering on when she tried to test her blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. During (B)(6) 2012, the patient reported the alleged issue first occurred. The patient reported using non adjusting insulin to manage his diabetes. The patient reported in response to the alleged issue, since the start of the alleged issue, he had something more to eat or drink than usual. The patient reported a "couple of weeks" later he developed symptoms of being "shaky and confused." The patient reported on (B)(6) 2012 in the morning, she had glucose tablets or glucose gel in response to the symptoms. At the time of troubleshooting, the cca determined the subject meter's battery did not need to be replaced. The patient reported this was not the first time the meter had been used and there was no misuse of the product. When the patient inserted a new test strip, the meter would not power on. When the patient pressed the power button, the meter would not turn on. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported as an adverse event because, the patient reported due to the alleged issue, he developed symptoms suggestive of hypoglycemia and required self treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.